Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.